Event description:
The surgeon reported a corneal burn occurred within micro seconds of phaco. Additional information received stated the corneal burn is on the right superior edge of the wound. No wound leakage was detected at the end of surgery and the first post operative day. However, the iop was 01mmhg with seidel negative and retinal folds noted. The patient was seen the second post operative day with seidel positive and retinal folds present. The wound was sutured and the visual activity was 20/40 with the iop at 12mmhg and no retinal folds present. The patient outcome and prognosis is good.

Manufacturer narrative:
The system had scheduled preventative maintenance completed the week prior to the event. The system was tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 11/21/2008.